Manufacturer narrative:
Medtronic received the following information from a journal article entitled: ¿ thoracic endovascular aortic repair in connective tissue disease patients is not a definitive option¿ cass bd, hanak cr, ellis rc, sorour aa, quatromoni jg, khalifeh a, ambani rn, kirksey l, vargo pr, roselli ee, lyden sp, caputo fj. J vasc surg. 2025 mar;81(3):574-581. Doi: 10.1016/j.jvs.2024.11.029. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported a2: average age a3a: median sex date of publish used for incident date in section 2.3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received the following information from a journal article entitled: ¿thoracic endovascular aortic repair in connective tissue disease patients is not a definitive option¿ the time frame of this study was a seven year period. Valiant captivia, valiant navion and non medtronic stent grafts were implanted in 40 patients in tevar procedures. All patient had a medical hx of connective tissue disorders. The following adverse events occurred: rupture, ischemia, aneurysm enlargement , paralysis , dissection , pseudoaneurysm , fistula , intervention no further information was provided pertaining to medtronic product.